Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08268, 2017865-2020-08269 it was reported that the patient experienced an infection. The patient missed his 1 week follow-up post-implant to remove his surgical staples. The patient presented 5 weeks post-implant, and the staple looked nasty. The physician believed this was the cause of the infection. The pacemaker system was removed on (B)(6) 2020. The patient was stable.